Event description:
The biomedical engineer (bme) reported that the transmitter was getting intermittent ECG (electrocardiogram) noise and drop outs happening every time the patient moved. The bme tested the transmitter and discovered that the ECG port was not making proper contact with the cable, when biomed would wiggle the cable they would see the dropouts. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter was getting intermittent ECG (electrocardiogram) noise and dropouts happening every time the patient moved. The bme tested the transmitter and discovered that the ECG port was not making proper contact with the cable, when biomed would wiggle the cable, they would see the dropouts. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempt to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the transmitter was getting intermittent ECG (electrocardiogram) noise and drop outs happening every time the patient moved. The bme tested the transmitter and discovered that the ECG port was not making proper contact with the cable, when biomed would wiggle the cable they would see the dropouts. No patient harm was reported.

Manufacturer narrative:
Incident summary/troubleshooting/results: on (B)(6) 2024, the biomed reported that this gz telemetry transmitter (model: gz-130pa, serial number (B)(6) would intermittently get ECG noise and dropouts. The nurse stated this happened every time the patient moved. The biomed tested the unit and found that the ECG port was not making proper contact with the cable and if the patient moved, they would see the drop out occur. The customer requested an exchange. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Root cause analysis: we were able to confirm the reported issue. However, three gfes were sent to the customer to return the defective unit, and the customer was unresponsive to all attempts. During troubleshooting with technical support, the biomed discovered that the issue was caused by the ECG port not making proper contact with the cable which was causing the ECG to drop out. To resolve the issue an exchange unit (gz-130pa, serial number: (B)(6) was shipped to the customer. A serial number review of the reported device (model: gz-130pa, serial number (B)(6) would does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4: date of this report g3: date recieved by manufacturer g6: type of report h2: if follow up, what type? H6: adverse event problem codes h11: additional manufacturer data.